Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all deliveries. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue.